Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/04/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site stuck in the tube of a 1mtec30 cartridge. Visual inspection at 10x microscope magnification showed lack of lubricant material in the cartridge. The lens was removed from the cartridge and a colored substance was observed. The foreign material was analysed using a scanning electron microscope (sem) equipped with an energy dispersive x-ray (edx) - sem/edx. The results revealed that the particle was consistent with an aluminium alloy. The customer's reported complaint was verified, however it was not possible to confirm if the particle observed was related to manufacturing, as the reported lens was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators clean and visually inspect the lenses 100% at 10x microscope magnification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. In addition sterilization records were reviewed: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No patient involvement reported. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the preparation of an intraocular lens (iol), the surgeon observed a colored substance on the optic. The operation was completed safely using another iol. No patient involvement was reported. No further information was provided.